Event description:
The customer contacted stryker to report that their device's battery pins were pushed into the rear case. As a result, the device's batteries may not make good contact with the pins, which could potentially cause the device to experience power issues. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker opened the device's case and repositioned the battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.